Event description:
Pt reported that pt was hospitalized with elevated blood glucose of 700 mg/dl. Pt indicated that device was not displaying alarms for low cartridge, low battery, or stop warning. Pt indicated that pump had been exposed to cat scan 2 months prior. Pt indicated that she had been using expired batteries. Pt indicated that she was experiencing "pooling" and absesses at her site as a result of poor rotation practices. Pt indicated that she used infusion set tubing and piston rod longer than recommended. Pt indicated that she had not allowed insulin to warm to room temperature prior to use. Pt indicated that her physician treated her for the infections. Pt indicated that she was also given an IV of vinegran to help with the nausea and diarrhea caused by elevated blood glucose readings.